Event description:
It was reported that the pump exhibited broken pins from the patient dose control wand. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. Review of the event history log (ehl) showed a watchdog alarm. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was remote dose cord pin inside rdc connector. As a result, main board, downstream occlusion sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.